Event description:
The connecting screw was broken. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual investigation shows that the threaded tip is completely broken off. It is unknown where the broken off threaded portion is. The device history record was reviewed and no abnormal findings were identified. The investigation was not able to determine the exact cause of failure. It is possible that the breakage occurred during a mechanical overloading situation. This complaint has been determined to be invalid. (B)(6).